Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The complaint for implant damages leaflets over time was confirmed with objective evidence. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests that patient conditions (patient had barlow-like leaflets), operational context per imaging evaluation (final grasping of the anterior leaflet is not well visualized and there does not appear to be adequate leaflet insertion prior to clasp drop), and high mr gradient post-procedure, likely contributed to the reported event.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where on pod 26, the physician reported a potential late partial single leaflet device attachment (slda) of the anterior leaflet detected during follow up visit. One device was implanted at the procedure. No device issues or anatomy/procedural complications reported. Starting mitral regurgitation (mr) was grade 4 to post procedural 0 (with a quite high gradient of 3.6). After the potential slda was detected, the mr was not 0 anymore but with a higher gradient of around 4.8. As per further information received, the patient underwent surgery and the partial slda was not confirmed as the leaflet was still grasped by the pascal but the leaflet was torn off around the paddle. Reportedly a hole was visible at the end of the paddles, but it was not completely torn off. The patient had barlow like leaflets.